Event description:
It was reported that during percutaneous coronary intervention, slow balloon deflation and electrocardiogram (ECG) change occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 2.0mm x 15mm emerge balloon catheter was used but was unable to advance to the distal part of the lesion. Then dilation was performed from the distal part of the lesion using a 1.2mm x 15mm emerge balloon catheter however, the indentation was not performed since the proximal part of the lesion is severely calcified. A 12mm x 2.00mm nc quantum apex balloon catheter was advanced and the balloon was inflated at rated burst pressure but it took time to deflate the balloon due to the kink in the catheter noted during advancement. ECG change was noted. The physician thought that the patient might have felt stress and stopped using this device. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that there were no electrocardiogram changes and there was no patient complications during and post procedure.

Manufacturer narrative:
Describe event or problem corrected. Type of reportable event corrected from serious injury to malfunction. Device evaluated by manufacturer: the nc quantum apex catheter was received for analysis. The balloon was deflated, as received. There was dried contrast in the balloon and inflation lumen. The hypotube was kinked 18cm from the guidewire exit notch. There was no evidence of any proximal bond anomalies or distal outer neckdown. The catheter was soaked in a warm water bath to dissolve solidified contrast in the inflation lumen. A .014" guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) for 5 minutes. The device maintained rbp with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with an inflation device. The device deflated within specification. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was not confirmed. (B)(4).